Event description:
T-peel needle broke apart in patient. Surgeon had to make a bigger incision to remove pieces of the sheath.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the sample evaluation. The report stated that the sheath fell apart while being used in the patient. The samples were received on july 17, 2008, and are being evaluated. This complaint is under investigation.